Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop associated with a driveline disconnect. A specific cause for the disconnection of the driveline could not be conclusively determined. The controller event log file contained events from 07sep2023 through 19sep2023. A driveline disconnect was captured on 10sep2023, causing the pump to stop. Following the reconnection of the driveline, the pump resumed operation at the set speed without issue. The pump appeared to function as intended at the set speed while the driveline was connected. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), and section 2 of the patient handbook, ¿how your heart pump works¿, instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook further explains that the pump cannot run without power. Section 2 of the IFU also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 of the IFU, ¿patient care and management¿ (under "educating and training patients, families, and caregivers"), explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. Additionally, several sections of the hm3 IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Related manufacturer reference number: 2916596-2023-06993 (system controller). It was reported that the patient had a pump stop on (B)(6) 2023 in the evening. The patient denied knowledge of the pump stop, any electrostatic discharge (esd), or the use of anything magnetic. The patient had showered and was doing a dressing change and denied hearing any ventricular assist device (vad) alarms. Examination of the driveline revealed no damage, and the modular cable was secure. The battery clips and batteries appeared normal, and the brass terminals were cleaned. Log file review was requested and revealed that the pump stop was caused by the driveline being disconnected.